Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the system and the logfiles. Field service engineer was unable to confirm and duplicate the reported issue. No warning or error messages occurred on the treatment day. Field service engineer performed system verification as per service installation record. No sample is expected to be returned to wave light for evaluation. Logfiles have been requested but have not arrived. The timing of the reported issue is unclear. The root cause of the reported issue could not be determined conclusively, as no problem or malfunction could be detected by the field service engineer and no logfiles arrived. According to information from the user the issue was fixed after the re-calibration of the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon said that the system lost suction twice and between cases had warnings. The surgeon recalibrated and proceed nine surgeries without issues,